Event description:
The customer reported an error indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The sensor interface board (sib) and the cable between the sib and anesthesia control board (acb) were replaced which was reported to have corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).